Manufacturer narrative:
(B)(4). Manufacture date: 02/21/2017 - 02/22/201. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Pressure test and clear passage under water were performed. Functional test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with a clearlink set during priming. The nurse was unable to get normal saline to flow through the set. There was no patient involvement. No additional information is available.